Event description:
A medtronic representative reported a navigation system staff cart with a caster that is broken off. The caster bolt sheared off inside the cart and cannot be removed. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement device shipped to site (B)(4) 2013. Medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. Also, replaced the caster and reported the system is fully functional. Suspect device has not been returned to manufacturer for analysis.